Event description:
The advocate stated the customer received a blood glucose reading of 80 mg/dl from her contour and then went into a diabetic coma. The test was repeated by a paramedic on a different meter and the reading was 29 mg/dl. Further info about the event is unk. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. Advocate was asked to return customer strips for eval. New meter and strips were sent.